Manufacturer narrative:
This report is being filed under exemption.

Event description:
Journal reference: tuite pj, et al. "Weight and body mass index in parkinsons disease pts after deep brain stimulation surgery." Parkinsonism & related disorders. 2005 jun: 11(4): p247-252. Pd pts tend to lose weight over the course of the disease in spite of increased caloric intake. This loss in body weight appears to be related to increased energy expenditure due to increased resting metabolic rate and persistent tremors. The article described a retrospective chart review of 27 pts with parkinsons disease (pd) pts who had lost an average of 5.1 lbs pre-implant, whereas in the 6 months after surgery, the same pts had gained an average of 10.1 lbs. Reportable events: dbs leads (n=2): two pts had leads explanted and reimplanted for unk reason. Dbs leads (n=3): three pts had the leads removed due to infection.